Event description:
Operating room reports that the harmonic hand piece needed to be replaced mid tlh (total laparoscopic hysterectomy), delaying patient care. No harm to patient. The error code came up, the machine was turned off, cleaned and replaced with new.